Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, that the app is stuck on splash screen. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.